Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 04/21/2023 that patient not sure there was no visualization of particles related to a CPAP device. The manufacturer received new and relevant information on 04/21/2023, that patient has dry mouth and allergic to dust related to a CPAP device. In box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added.